Manufacturer narrative:
(B)(4). Batch number: p55v6g. Investigation summary: one picture was provided; picture received shows a device over a blister, a blue cartridge can be seen, with the one piece sled advanced, and a cartridge pan can be observed aside. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion., the analysis found that one pse60a device was returned with no apparent damage and with a ecr60b partially fired cartridge and not loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge b: ecr60b, p55k1e, partially fired/stall. Additional information requested and received: did the reload and pan of the reload fall off in the operative field (in the patient)? No. Or, did the pan of the reload fall off when removing the reload from the jaws (outside of the patient during unloading)? Still in the jaw. The surgeon found the pan detached from the reload, then removed the reload.

Event description:
It was reported that the device could not fire. During the endoscopic sigmoid colon surgery, could not fire on the 1st firing. The surgeon checked, found the pan of reload falling off, and removed reload also with metal pan. Another like product was used to complete the procedure. There is no report on the patient's injury.